Event description:
This pt experienced an sat six days post cypher implant. This was treated with aspiration and re-intervention (pci) with additional stent placement. This pt was admitted to the hosp with a chief complaint of unstable angina. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, bifurcated, b2 type lesion of the left anterior descending artery (lad) and the ostial first diagonal branch. A bolus of 13,000 units of heparin was administered via IV, and act's measured during the case were recorded to be 360 seconds. There were no difficulties in accessing or wiring the vessels noted. The vessels were double-wired and the lesions were not predilated prior to stent placement.